Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure where the ipg will be placed at a better location where the patient will not lean back on it as much. No device malfunction was suspected.